Manufacturer narrative:
This information is based entirely on journal literature. The event occurred in the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: an example of the deleterious effects of right ventricular apical pacing. Rev. Cardiovasc. Med.(B)(4). (B)(4).

Event description:
A journal article was reviewed where it was reported that the patient's implantable pulse generator (ipg) had reached elective replacement indicator (eri) and the change to single chamber ventricular based pacing was not well tolerated by the patient. The device was explanted and replaced. No patient complications have been reported as a result of this event.